Manufacturer narrative:
Covidien reference: (B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during out of the box (foob) service, the ventilator's keyboard was found to be malfunctioning. There was no patient involvement.